Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v240154, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that patient had been experiencing a sharp pain. It was noted that when tried lying down or sitting she felt it like a 'corkscrew' screwing in her buttocks. It was noted that she had to readjust her body position when she sitting down or lying down. The patient indicated that she hardly even sat up because it was hurting when she sat down when the last stimulator was put in. It was indicated that health care provider hcp had been trying to adjust it but she still felt like that. It was indicated that sometimes the pain was so sharp when she lied down that she had to move really quick to readjust her body position. It was indicated that the hcp does not know why the patient was having pain. It was reported that the sometimes when patient visited the hcp it was noted that her therapy was off and that was when she was getting a lot of leakage. It was also noted that she was getting a lot of leakage even when the therapy was on. It was noted that the day prior to the call was the first day where she did not have a bad leakage in a long time. It was indicated that it helped some but the symptoms are worse now. It was indicated that the last neurostimulator (ins) was not helping too much. It was reported that sometimes when visiting the hcp it was noted that the therapy was off and hcp stated that something was interfering. It was reported that when she was on the phone people could hear noise coming from her machine. She stated 'they can hear it roaring at times, not all the times¿. It was noted that she could not hear the noise and mentioned to people that she was not supposed to be on cell phone because it was a magnet. It was not reported why the patient had their device replaced. It was reported that patient had been having problem since implant. A follow-up report will be sent if additional information becomes available.